Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a rise in bipolar pacing impedance measurements and a tip-to-coil pacing impedance measurement of 0 ohms on the same day. The right atrial (ra) lead also exhibited a bipolar pacing impedance measurement of 0 ohms on the same day. The leads remain in use. No patient complications have been reported as a result of this event.